Event description:
The customer reported that the system left monitor image was too dark. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor contrast and brightness were adjusted during the service call. The system was tested and found to be working as intended and put back into service.